Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup operation when it was interrogated while still in the box. Another device was implanted. The device will be returned for analysis. No further information is available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the device image noted there was a firmware error. The cause of the bvvi was due to a firmware error. The cause of the firmware error could not be determined.